Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review revealed a loss of prime warning associated with a cartridge change on (B)(6) 2014 at 19:04. The warning was confirmed multiple times and deliveries resumed when the pump was primed at 20:24. An ezprime sequence and 24 hour duration test were successfully completed with the returned battery cap; there were no loss of prime warnings duplicated. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within specifications. The force sensor calibration check revealed that the pump was detecting the correct force. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 594 mg/dl with polydypsia, polyuria, abdominal pain, and nausea associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the patient was using the cartridge per instructions for use and the issue had occurred multiple times despite changing the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump emitting multiple loss of prime warnings.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.